Manufacturer narrative:
(B)(4). Date sent: 4/20/2021. Batch #unk. (B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.: do we have permission to speak with your surgeon? If so, please provide the surgeon's contact information to include their email address. The reported event state the band was implanted in 2010 and removed in 2005. What is the exact implant date to include the year? What is the explant date to include the year? Who did the implant? Surgeon, resident, surgical assistant? Who performed the adjustments? Number of fills/adjustment? Approximate volume in band? Please describe the damage caused by the band? How was it determined/confirmed that the symptoms were directly related to the realize band? Were any tests performed to diagnose the issue? Fluoroscopy, endoscopy? Culture? What were the results of those test?

Event description:
It was reported that the consumer had a realize band put in 2010 and in 2005 had to have it removed due to severe acid and a hernia. Due to the damage, the realize band caused they will always have problems. The device is not available for return.